Event description:
Patient had 2-level plif at l4-5 and l5-s1 using peek device/ infuse bone graft/ autograft bone supplemented with posterior fixation. Approximately 12 months post op, patient reported left leg radiculopathy. MRI showed extradural effect which was most notable at l5-s1 and appeared to contact and displace the neural elements, to a slight degree. Another MRI taken approximately 15 months post op showed a dense fragment possibly suggestive of bone at l5-s1 level, noted centrally. It did not displace the surrounding nerves. Treatment plan was to give epidural steroid injection. Approximately 28 months post op, patient reported increased sciatica and MRI showed a bony osteophyte at l5-s1 extending in the ventral spinal canal, narrowing the thecal sac. At l4-l5, there is a mild disc or bone extending in the left central spinal canal and touching the thecal sac. A revision surgery is planned. It is unknown if the infuse bone graft contributed to the reported event.